Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a vacuuming surge, blow hole in iris and error codes displayed. Event details are unknown.

Manufacturer narrative:
The company service representative examined the system and found a delay in the footswitch response. The company service representative found system message [ultrasonics, capsulotomy, and autosert not available] in the system event log. The us controller printed circuit board (pcb) and footswitch were replaced. The software was updated. The footswitch was paired to the system. The system was then tested and met all product specifications. The footswitch was received and a visual assessment of the returned sample revealed no obvious nonconformity. The footswitch was connected to a calibrated system and tested. The footswitch was then connected to the footswitch tester and tested per manufacturing test procedure (mtp). The footswitch was found to meet all product specifications. There was no problem was found related to the reported event. The footswitch was manufactured on november 4, 2015. Based on assessment, the product met specifications at the time of release. The system was manufactured on november 9, 2015. Based on assessment, the product met specifications at the time of release. The footswitch was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).